Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 7 days after the dental implant was installed in intraoral region #8, it was verified its non osseointegration. 40 ncm of primary stability was achieved and immediate load was performed.